Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, mildly tortuous and 100% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the device; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous, proximal right coronary artery that was 100% stenosed. The 1.20x6mm rx mini trek balloon dilatation catheter met resistance with the lesion during advancement. The balloon ruptured during the first inflation at an unknown pressure. However, the balloon ruptured under nominal pressure. The device was replaced with a new non-abbott balloon to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.